Event description:
Customer reported that the alarm unit is not sounding not even with new batteries. The customer could not state when the issue was discovered or the date of the event. No patient incident or injury was reported.

Manufacturer narrative:
The product has been requested to be returned numerous times and has not been received. This report is being made based solely on information provided by the customer. (B)(4).